Manufacturer narrative:
The insulin pump passed the displacement test. The pump was received compromised force sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected restart error test prime/compromised force sensor test, excessive no delivery test and occlusion test or verify low reservoir alarm due to compromised force sensor alarm. The pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked case at the reservoir tube window corners, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump got damaged at reservoir compartment. The customer's blood glucose was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.